Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect correction factor of 1u:2 mg/dl rather than the intended 1u:20 mg/dl. The customer's blood glucose was 200. Reportedly, the customer corrected the settings and resumed insulin therapy.